Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿; however, a specific bg value was not provided. A correction bolus was delivered and an insulin injection was administered to treat the bg. Reportedly, a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.